Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a perforation. It was reported that a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) with grade 4 and a mean pressure gradient of 1mmhg. A mitraclip xtw was successfully implanted, reducing tr to a grade of 1-2 and increasing the gradient to 4mmhg. A mitraclip ntw was inserted and grasping was performed. However, the gradient increased; therefore, the physician decided to removed the clip. Upon removal, the gradient returned to 4mmhg. The triclip steerable guide catheter (tsgc) was then removed, but a right-left shunt was observed. Therefore, an atrial septal defect (asd) closure device was implanted. There was no clinically significant delay in the procedure. No additional information was provided.